Event description:
It was reported that post op, a chest x-ray showed the left ventricular lead to be minimally dislodged. At the three month follow-up, capture threshold was very high and the lead was further dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.